Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received four closed samples to analyze this complaint. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.70 kgf in average and 0.69 kgf in minimum (ep requirements: 0.60 kgf in average and 0.15 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Knot pull tensile strength results before releasing the product were 0.71 kgf in average and 0.60 kgf in minimum and fulfilled ep requirements. Remarks: when working with silkam suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was an issue with silkam suture. The customer reported that the thread broke during recurrent central meningeal surgery on the right side, while trying to suspend meninges with sutures using the needleholder. The suture was broken 1-2 cm distal to the suture on the side of the thread that is not in the needleholder. Six sutures were broken in the same way. The complaint comes from neurosurgery department. Additional information has not been provided.